Event description:
It was reported by the aci sales professional that a male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 5f st. Jude sheath. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the physician advanced the sealant with the shuttle, then brought the sheath and shuttle up to the handle. The advancer tube was not exposed and the sealant did not deploy. The physician deflated the balloon, removed the device, and converted the pt to manual compression (minutes unknown). No additional information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and with the procedural sheath pulled back against the shuttle. The sealant was bunched over the balloon proximal bond. The advancer tube was located approximately 15 mm from the balloon proximal tip (engaged to the proximal tamp lock). The catheter, shuttle cartridge and advancer tube were inspected for anomalies (i.e. Kinks, deformity). No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1113004) indicated that the mynx lot met all established performance criteria prior to shipment.